Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Clinical der states an onset ae (B)(6) 2016 that the patient had a painful left total knee with osteolysis, a loose femur, tibia, and polywear. The patient also had instability. The patient was then revised for instability. Updated recv'd 1/19/2017- clinical der states patient was revised to address pain and implant wear.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 1/11/2017: medical records received. After review of the medical records for MDR reportability, the medical records indicated pain, swelling, poly wear, and femur/tibial loosening at the bone to cement interface. Cement manufacturer is currently unknown. Pre-operative notes indicated osteolysis under the medial tibal component, but there was no mention of this within the revision operative note or post-operative diagnosis. There is no new information that would change the existing MDR decision.